Event description:
It was reported that a patient underwent a total laparoscopic hysterectomy on (B)(6) 2012. During the procedure, the device did not drive the disposable properly. Level 8 seemed to rotate like level 2. It was opined that the motor coupler was damaged. Another like device was used to complete the procedure with no adverse patient consequences.

Manufacturer narrative:
(B)(4). Conclusion: the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form. In addition, a review of the device manufacturing records was conducted and the device met all finished goods release criteria.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. The device performed according to specification.